Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after six months, multiple unsuccessful retrieval attempt was performed using goose neck and snare. Inferior venacavogram demonstrated filter tilt where the tip of the filter appears to be through the caval wall and multiple legs of the filter have penetrated through the ivc wall on the right side by at least 1cm. Therefore, the investigation is confirmed for filter tilt, perforation of the ivc and retrieval difficulties. Per medical records, multiple attempts were made to engage filter using snare and goose neck but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and the struts perforated into organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced stomach pain; however, the current status of the patient is unknown.